Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reports a patient with light sensitivity in both eyes following lasik surgery. This report is for the right eye, the left eye is being reported under manufacturer report number 303288808-2010-00433. The patient reported waking up with crusty and matted eyes in the morning. The surgeon prescribed topical steroids and antibiotics. Additional information has been requested.